Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic startright representative reported via 24 hour helpline of low blood glucose readings and weak signal alarm from the insulin pump. The customer's blood glucose was 26 mg/dl and the sensor did not alarm. The customer stated that her blood glucose was 300 mg/dl in the morning and it did not alarm. The customer also had a sensor reading of 110 mg/dl. The customer stated that she also experienced weak signal alerts but wore her pump on the same side of the body as the sensor. The customer was advised of the possible causes of the weak signal alert. The customer did not require further assistance.